Manufacturer narrative:
The device was not returned for analysis. Device history record (DHR) and exception reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. It is possible that the devices were not properly aligned and or not fully connected/tightened while attempting to connect, and or the port of the device being connected was compromised thus resulting in the reported loose intermittent connection; however, as the device was not returned for analysis this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported loose intermittent connection. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during the procedure, the luer lock of the copilot would not lock the devices, syringes or extension line. The connection was loose and air would come in and then the copilot would come off of the devices. Another copilot was used but had the same issue. A third copilot was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. Subsequent to the initially filed report, it was stated that the guiding catheter and manifold were attached to the copilot. No additional information was provided.

Event description:
It was reported that during the procedure, the luer lock of the copilot would not lock the devices, syringes or extension line. The connection was loose and air would come in and then the copilot would come off of the devices. Another copilot was used but had the same issue. A third copilot was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional copilot device referenced in b5 is filed under a separate medwatch report number.